Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The 98% stenosed lesion was located in the severely tortuous mid left anterior descendng artery (lad). The lesion was 12mm long and 3.0mm in diameter. The lesion was not pre-dilated. When the physician attempted to advanced the 3.00x12mm taxus liberte drug-eluting stent delivery system, the physician was unable to cross the lesion. Upon removal, the physician noted damage. The procedure was then completed with another of the same devices, and patient status was reported as 'stable.'

Manufacturer narrative:
Device analysis can confirm the complaint reported. Visual examination of the returned device found proximal stent damage. Some of the stent struts were bent back distally. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. In the complaint report it is noted that significant resistance was encountered during the use of this device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A device history records review showed no anomalies related to the complaint. The most probable root cause of this defect is due to a design constraint of the product.